Event description:
This case was initially received via regulatory authority (B)(4) on 27-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower belly pains") and genital haemorrhage ("repeated and abundant bleeding") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 1 month after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), vertigo ("vertigo"), myalgia ("muscle pain"), back pain ("back pain"), joint crepitation ("incessant neck cracking"), arthralgia ("knee pain"), fatigue ("fatigue"), limb discomfort ("legs abnormally heavy and swollen") and peripheral swelling ("legs abnormally heavy and swollen"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, genital haemorrhage, anaemia, vertigo, myalgia, back pain, joint crepitation, arthralgia, fatigue, limb discomfort and peripheral swelling outcome was unknown. The reporter considered abdominal pain lower, anaemia, arthralgia, back pain, fatigue, genital haemorrhage, joint crepitation, limb discomfort, myalgia, peripheral swelling and vertigo to be related to essure. The reporter commented: essure removal via hysterectomy was planned for (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6)2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 402 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.